Event description:
A (B)(6) male pt called a zoll pt service representative to report that his monitor wouldn't power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to contamination on the jtag board and the c/a board at connector j502, causing short. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contamination. The pt received a replacement monitor.